Event description:
During an ercp procedure the physician used a cook endoscopy uts precurved ultra taper sphincterotome. During the procedure the cutting wire broke. A portion of the cutting wire is missing from the device. The location of the missing portion of wire is unk. The user facility reported that no part of the wire detached within the pt.